Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Evaluation of the returned device found that the setscrew presents worn surface at the flat bottom which is consistent with the tightening of the rod. The first thread opposite to the surface in contact with the rod presents several scratches which are consistent with the explantation maneuvers. Setscrew loosening can not be identified based on the observation made on the setscrew.

Event description:
It was reported that a patient underwent an unknown spinal procedure with posterior hardware implantation. Approximately 4 weeks post-op, it was discovered that a set screw was loose. A revision surgery was done to remove the loose screw.